Event description:
It was reported that the patient with this neurostimulator experienced pain and itching at the device site. The healing process was taking longer than expected. The patient was prescribed a cream to apply to the incision site until the incision is fully healed. The patient is scheduled to follow up with the physician. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 supplemental record is being submitted for the product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation.based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "itching" and "pain" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator experienced pain and itching at the device site. The healing process was taking longer than expected. The patient was prescribed a cream to apply to the incision site until the incision is fully healed. The patient is scheduled to follow up with the physician. There were no additional patient complications.